Manufacturer narrative:
Date of event: exact date unknown, event occurred within 6 or 9 months from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(4), batch: 5016200.

Event description:
It was reported that the patient experienced loss of coverage due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.